Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that in early june their stimulation had stopped suddenly and that their patient programmer had displayed a "physician icon with some numbers. The patient could not remember the specific error code as of the time of report however and their stimulation "seemed to be working fine" at that time. Impedance testing was performed and found no out-of-range electrodes. It was noted the patient had adaptive stimulation enabled and cycling off as of (B)(6) 2016.